Event description:
It has been reported to philips that the system intermittently failed to produce fluoroscopy. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency coronary treatment procedure was completed as planned. The philips remote service engineer (rse) inspected the system remotely, checked the logfile and confirmed that intermittently the system failed to produce fluoroscopy. The rse found multiple errors and advised the in-house biomedical engineer to replace the power inverter (point) certeray. A philips field service engineer visited the site and helped the in-house biomedical engineer to replace the power inverter (point) certeray and performed all the required calibrations and tests. Analysis of the log file confirmed the reported malfunction. After the replacement of the power inverter (point) certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.